Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of unspecified over-sensing and low sensing. No intervention was reported and the patient will be further monitored. The patient was in stable condition.